Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15411. It was reported the patient experienced a loss of stimulation. Reprogramming was able to provide stimulation, however it was not effective. Diagnostic testing indicated invalid impedance readings on multiple lead contacts. Surgical intervention may take place at a later date to address the issue.

Event description:
Device 1 of 2 reference MFR report: 1627487-2014-15411 follow-up information indicated the patient's stimulation is intermittently turning off. Additional diagnostic testing again revealed invalid impedance readings. X-rays are to be ordered and the patient is to consult with her physician as the next course of action.